Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported events. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use due to the placement of the renal stents and the expansion of the stent cage. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient.

Event description:
Patient initially implanted on (B)(6) 2012 with a bifurcated stent, a suprarenal aortic extension, and two limb stents. In 2012 the patient had renal stents placed in the left and right renal arteries for a snorkel procedure. On (B)(6) 2012 the patient had an occlusion of the left renal artery and a collapse of the left renal snorkel. In 2017 a follow up computed tomography (CT) showed a potential type 3b endoleak. On (B)(6) 2017 the physician elected to implant two additional suprarenal aortic extensions, a bifurcated stent and an ovation extender to seal the endoleak. A completed clinical evaluation identified a type 3b endoleak of the initial suprarenal aortic extension. The patient is reported to be in stable condition. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
Not applicable.